Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to sense b noise and oversensing. The patient was brought up for a follow up, provocative maneuvers confirmed the noise. X-rays were performed and no issues were observed. Troubleshooting and further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported.